Manufacturer narrative:
(B)(4). Customer returned pump for an alleged screen broken found on (B)(6) 2021. Insulin pump received with missing segments. Unable to perform the displacement test, sleep current test, active current test and self test due to missing segments. Pump was cut open to perform visual inspection and found severely cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, pillowing keypad overlay, cracked case on battery tube, cracked battery tube threads, and cracked keypad overlay. Missing segments on display confirmed due to cracked lcd glass.

Event description:
Information received by medtronic indicated that the insulin pump had broken screen. The customer stated that insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for the further analysis.